Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial pace impedance was steady at 475 ohms through the week of (B)(6) 2016, then drops out of range (<(> <<)> 100 ohms) starting the week of device interrogation (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated it showed the device was at elective replacement indicator (eri) and the device was at vvi65. At the same time the atrial impedance dropped to low values. The device was interrogated again and the longevity and impedance measurements were again accurate but battery impedance was not available. The device was reprogrammed back to original settings and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.